Event description:
A distributor reported to olympus that no image was present. There was no patient injury associated with the problem reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. During the evaluation, an "e216" error occurred due to failure of the electrical contact of the video connector; a "b30" error occurred due to failure of the electrical contact of the video connector; loss of scope ID information occurred due to breakage of the ID board. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the cause of no image occurred from a failure of the internal board of the video connector. Olympus will continue to monitor field performance for this device.